Manufacturer narrative:
The following sections were updated: b4, g3, g6, h2, h6 and h11. The complaint for thrombus formation (device) - post procedure was confirmed with other empirical evidence via information reported by edwards clinical specialist. The device history record was reviewed finding that this device passed all manufacturing and sterilization inspections. Based on this review, no non-conformances related to the complaint event were identified. Possible contributing factors to the thrombus formation can include patient factors (anticoagulant regiment, underlying coagulopathy), procedural factors, or a combination of these factors. Nevertheless, a definitive root cause cannot be established. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a 52mm evoque procedure in tricuspid position. It was reported that there was clinical evidence of leaflet thrombosis/hypoattenuated leaflet thickening (halt). As a result, the patient was hospitalized and anticoagulated with a heparin infusion. Thereafter, oral anticoagulation with full-dose apixaban (apixaban 5mg 1-0-1-0) was initiated.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.